Manufacturer narrative:
Concomitant medical products: 5076-65 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was pocket revision due to a pocket hematoma. The pocket was re-opened and cleaned. The device remains in use. No further patient complications have been reported as a result of this event.